Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had two surgeries for the implant as the first one didn¿t take. During the initial implant procedure the healthcare provider nicked the spinal column and the patient had brain fluid and had to do a blood patch. The patient had scarring over the nerve going down the leg so the healthcare professional had to do another surgery above it to place the lead close to a nearby nerve about a month after the first surgery. The indications for use were spinal pain and post lumbar laminectomy syndrome.